Event description:
Medtronic rep reports that after pt fell and hit his head, he feels random brief shocking sensations when his device is turned on. Pt was seen by hcp and system was checked, but at this time it is unk what was done. Additional info has been requested and if received, a f/u report will be sent. Reference MFR report # 3004209178-2010-05201.

Manufacturer narrative:
(B)(4).